Event description:
Patient reported the v-go falling off and possible leaking. Patient stated the v-go she put on her arm yesterday wouldn't stick. Patient stated that she prepared site as trained and adhesive lifted and wouldn't stay down. Patient stated she could smell the insulin but she wasn't wet.